Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The unit was unable to be flow rate tested due to an unrelated issue. Causality is limited without observing the reported symptom. The reported device delivering low by approximately 25%5 was not verified. No additional investigation is required for this complaint; therefore, the complaint will be trended through aggregate complaint data and analyzed to assess for further action as needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered low by approximately 25% during testing in the biomedical service area. There was no patient involvement associated with this event. No additional information is available.